Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the butterfly set was defective, containing hole in the tubing which caused blood to leak out, unable to flow into the vacutainer. Patient had to be recollected and there was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary: bd received 1 used sample and 3 unused samples for investigation. The actual used sample was checked visually, and the reported defect was seen as blood inflow and the tubing damaged were observed. Additionally, the returned unopened 3 samples and 50 retention samples were evaluated by visual examination and no abnormalities such as damage on individual packaging or tubing were found. Functional testing was conducted on the 3 returned samples and 8 retention samples and no issues or leakage were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of damage/cut product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the butterfly set was defective, containing hole in the tubing which caused blood to leak out, unable to flow into the vacutainer. Patient had to be recollected and there was no health impact or consequence reported.